Event description:
It was reported that the device leaked at the valve during a laparoscopic cholecystectomy procedure. The device was not replace and was used to finish the case. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the sleeve of the device did not pass the leak test with a test plug inserted into the device. The sleeve was then tested with the test plug removed and passed the test.